Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: guide wire tip remains in pt. Device issue: guide wire separation. It was reported that the bmw guide wire was placed in the right coronary artery (rca) and went into the very tight posterior descending artery (pda), upon trying to remove it, resistance was met. It is not clear if it could have lodged in the vessel wall/plaque or if it could have got caught on stent strut. The guide wire separated and approx. 2 cm of the tip remains in the pt. An attempt was made to snare the guide wire tip; however, this was unsuccessful and the tip remains in the pt. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results: quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The tip coils, tipball and shaping ribbon were detached and not returned. The tip coils were detached 1.6 cm distal to the center solder. The shaping ribbon was detached 2.3cm distal to the center solder. The core was still intact. The tip coils were unraveled distal to the center solder for a length of 1.6cm. There were offset intermediate coils proximal to the center solder for a length of 1cm. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion.